Event description:
A customer reported experiencing a cartridge alarm 20 with their insulin pump, but there was no adverse impact on the customer's blood glucose levels. Technical support resolved the issue by arranging for a replacement pump, which was shipped to the customer. The customer was instructed on returning the defective pump, placing it in storage mode before sending it back to avoid additional charges. The customer was also informed about programming their settings into the new pump and connecting their cgm. Additionally, they will continue using multiple daily injections as a backup therapy during this process.